Manufacturer narrative:
The lens remain implanted, therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that yag was performed due to pco approximately 5 months post lens implant. Five months after the yag treatment the patient complained of blurry vision. At examination, the lens was found to be pushed forward in front of the anterior capsule with fusion of the anterior and posterior capsules around the plates. The surgeon is evaluating treatment options. This report pertains to the patient's right eye. Reference MDR # 2031924-2014-00277 for patient's left eye.